Event description:
A surgical center administrator reported that while setting up for surgery, a system message was displayed, but they were able to troubleshoot the system to clear the message and continue. Then during the surgery, the system message occurred again. Technical services was called and they were able to clear the message. The troubleshooting caused a 45 minute delay, but the surgery was completed with the same system and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information has been provided related to this event. The root cause has not been determined. (B)(4).